Event description:
Healthcare professional reported that 13 months post implant the valve was replaced due to stenosis that resulted from excessive fibrous overgrowth at the inflow orifice. The valve leaflets were remarkably flexible and free of calcification. There was a peel of fibrosis present in the distal conduit.